Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1002 and j1003. It was also discovered that liquid contamination and possibly blood contamination was found throughout the monitor. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. The root cause for the liquid contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.